Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that during preparation of the clip delivery system (cds), one grippers did not fully lower in comparison to the other gripper. The cds was not used in the patient and the procedure was successfully completed with a new cds. There was not patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis could not confirm the reported difficult gripper actuation as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.